Event description:
Customer reported being hospitalized due to high bg. Instructed customer to change out set and inject as per md. Troubleshooting performed, pump appeared to be operating as designed.